Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer called in to report a no delivery alarm during manual prime. The customer also reported that insulin "squirted" out and that insulin would not exit the tubing. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced, and was informed to return the product for analysis.